Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals. The physician will monitor the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.